Event description:
It was reported that during a surgical procedure it was observed that the fiber was "forward firing" at 33,045 joules and 5:48 minutes of usage. A second fiber was used to complete the procedure. Patient outcome: "no injury to the patient or staff" reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap/fiber is detached and returned; the heat shrink tube is melted; the glass cap exhibits severe devitrification at the output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.